Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. The sample arrived out of the pouch; visual inspection showed that it had been primed. A visual inspection of the needle showed that it appeared normal and not bent. However, approximately 50% of the needle shaft was covered with what appears to be adhesive; the reported condition was confirmed. The needle deflection was also measured and found to be within tolerance at .001 inches. It is unknown what has caused the reported condition.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since the customer provided an invalid lot number.

Event description:
A nurse reported to baxter (B)(4) of an interlink extension set in which a nurse experienced difficulty in administrating injection to the patient during patient-use. She suspects that the needle might be bent. There was patient involvement; however there was on patient injury or medical intervention. No additional information is available.